Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok/enter button was under responsive and that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: during investigation, there was a battery compartment leak. The pump was opened and there was evidence of moisture and corrosion on the keypad connector, on the display board, and in the battery compartment. The keypad was unresponsive due to the moisture damage. There was no damage to the keypad. The keypad was removed and there was no evidence of contamination on the key pad contacts. Investigation was unable to test the audio bolus button due to the keypad not working.